Event description:
An iskd lengthener was implanted on august 4, 2004 for distraction of the patient's right femur. On april 4, 2006 the patient's femur fractured and the iskd nail broke. The doctor removed the iskd lengthener and implanted a nail.